Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed and the device was found with breakage on the image guide bundle. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and less than one (1) colony forming unit (cfu) of microorganisms were identified. The obtained results are in conformance with the requirements. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection reported. No deviations, deficiencies, or concerns were found during reprocessing. The device as rinsed before manual disinfectant. All channels were flushed and immersed into the disinfectant. Sterile water was used to rinse the device after disinfection. Concentration and expiration date of disinfectant was controlled by the customer. The endoscope was not used for examinations while awaiting results. After the positive results were obtained, the endoscope quarantined. The endoscope was processed one (1) time before each sample collection. The endoscope was last processed on april 24, 2023. The cultural sample was taken immediately after the treatment. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that, during reprocessing, on (B)(6) 2023, the oes cystonephrofiberscope tested positive for 2 colony-forming units (cfu)/100 ml for micrococcus luteus and kytococcus sedentarius. On (B)(6) 2023, the subject device was tested again and found 1 colony-forming unit (cfu)/100 ml for bacillus subtilis and micrococcus luteus, and on (B)(6) 2023, the device tested positive for 7 colony-forming units (cfu)/100 ml for bacillus subtilis, moraxella osloensis, and kocuria rhizophila. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.